Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the consumer says the chair moves when they get out of it. The dealer states it is the left motor brake.